Event description:
Three machines with colony counts over 1.500 cfu/ml for high level disinfect. "Ppe" on per protocol. Measured out 200 ml renalin and handed to "pct" who poured it into container and turned "ro" h2o on. Rptr was approx 3 feet from container. Immediately became short of breath, tightness in chest, burning of eyes and splitting headache temporal area. Rptr removed self from area. Unable to stand without falling backwards, next day with chest tightness and shortness of breath. Went to ER.